Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correction for the initial report submitted on september 27, 2020. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the information from olympus china, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was flickered, and the black lateral stripes were appeared during the gastroscopy diagnostic procedure. The procedure was completed with the subject device. At the incoming inspection for the repair, olympus (B)(4) checked the subject device, and the reported phenomenon could not be duplicated. There was no patient injury associated with this report.